Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the inseparable magnet was missing. The field service engineer shutdown the device, replaced the latch inseparable magnet, and then powered the device back on. The drawer is now operating correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer displayed a message indicating "failed to stay closed"; however, it is indeed closed and will not open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.